Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. A supply change was performed to resolve the issue. As the supplies were changed prior to calling tandem technical support, troubleshooting to determine a cause of the occlusion alarm was unable to be performed. Additionally, the customer received multiple, minimum fill notifications when attempting to load a cartridge with 240 units of insulin. The customer's blood glucose level was 225 mg/dl. The customer loaded a new cartridge successfully.